Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a high blood glucose value of 300 to 400 mg/dl. Customer's other blood glucose value was 329 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin pump. Customer alleging possible insulin pump under delivery. Customer was performed high pressure test and it was failed. Customer stated the drive support cap appears normal. It was unknown weather customer was using auto mode or not. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test and the displacement accuracy test. Possible under delivery anomaly not confirmed. Device test failed not confirmed.